Event description:
It was reported that pump battery discharged too quickly for customer in france, with no blood glucose information provided. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and replacement pump was provided, with no additional corrective actions or further outcome details available.